Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrated from its initial placement/migration of essure device") in a 44-year-old female patient who had essure (batch no. B76537-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable mood and uterine cramps. Abnormal vaginal d/c or bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding, post-traumatic stress disorder and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 6 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems mental anguish."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Hysterosalpingogram: showed abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left...this appears to be slightly more prominent than on the prior exam. The left tubal blocking device is situated slightly medial compared to the right, which is evidence that the device migrated from its initial placement. Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet received. Events migraine & headache , dysmenorrhea were added. Lot number updated. Lab data updated. Product, patient & reporter information updated. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrated from its initial placement/migration of essure device") in a 44-year-old female patient who had essure (batch no. B76837-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable mood and uterine cramps. Abnormal vaginal d/c or bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding, post-traumatic stress disorder and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems mental anguish."). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Hysterosalpingogram: showed abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left. This appears to be slightly more prominent than on the prior exam. The left tubal blocking device is situated slightly medial compared to the right, which is evidence that the device migrated from its initial placement. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrated from its initial placement/migration of essure device") and genital haemorrhage ("bleeding") in a 44-year-old female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable mood and uterine cramps. Abnormal vaginal d/c or bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding, post-traumatic stress disorder and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems mental anguish."), 6 days after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches") and genital haemorrhage (seriousness criterion medically significant). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown, the pelvic pain had resolved and the genital haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: in current fu currently planning for essure removal- no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded). Left tube was not occluded. Diagnostic results: hysterosalpingogram: showed abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left...this appears to be slightly more prominent than on the prior exam. The left tubal blocking device is situated slightly medial compared to the right, which is evidence that the device migrated from its initial placement. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jan-2019: pfs received. Genital bleeding event was added and outcome was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrated from its initial placement/migration of essure device") in a 44-year-old female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable mood and uterine cramps. Abnormal vaginal d/c or bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding, post-traumatic stress disorder and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 6 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems mental anguish."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Hysterosalpingogram: showed abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left...this appears to be slightly more prominent than on the prior exam. The left tubal blocking device is situated slightly medial compared to the right, which is evidence that the device migrated from its initial placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrated from its initial placement/migration of essure device") in a 44-year-old female patient who had essure (batch no. B76837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable mood and uterine cramps. Abnormal vaginal d/c or bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding, post-traumatic stress disorder and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems mental anguish."). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Hysterosalpingogram: showed abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left...this appears to be slightly more prominent than on the prior exam. The left tubal blocking device is situated slightly medial compared to the right, which is evidence that the device migrated from its initial placement. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs and mr received , reporter information updated, lab data, patient demographic information, relevant history and conditions ,concomitant medication essure indication, lot number, events abnormal bleeding (vaginal, menorrhagia), pain, psychological or psychiatric problems depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migrated from its initial placement/migration of essure device') and genital haemorrhage ('bleeding') in a 44-year-old female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable mood and uterine cramps. Abnormal vaginal d/c or bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding, post-traumatic stress disorder and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems mental anguish."), 6 days after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown, the genital haemorrhage was resolving and the pelvic pain and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: in current fu currently planning for essure removal- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded). Left tube was not occluded. Diagnostic results: hysterosalpingogram: showed abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left...this appears to be slightly more prominent than on the prior exam. The left tubal blocking device is situated slightly medial compared to the right, which is evidence that the device migrated from its initial placement. Batch no b76537 production date 2013-10-09 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migrated from its initial placement/migration of essure device') and genital haemorrhage ('bleeding') in a 44-year-old female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable mood, uterine cramps, endometrial ablation, dysmenorrhea, adenomyosis and paratubal cyst. Abnormal vaginal d/c or bleeding. Previously administered products included for an unreported indication: depo provera and depo provera. Concurrent conditions included dysfunctional uterine bleeding, post-traumatic stress disorder and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia),"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems mental anguish."), 6 days after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full),bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown, the genital haemorrhage was resolving and the pelvic pain and heavy menstrual bleeding had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: in current fu currently planning for essure removal- no on left side without difficulty (total of 5 coils noted),on right side 5 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded). Left tube was not occluded; on (B)(6) 2014: -there remains abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left.. Diagnostic results: hysterosalpingogram: showed abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left...this appears to be slightly more prominent than on the prior exam. The left tubal blocking device is situated slightly medial compared to the right, which is evidence that the device migrated from its initial placement. Batch no b76537 production date 2013-10-09 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: medical record received: medical history, reporter information, lab data, patient demographic were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migrated from its initial placement/migration of essure device') and genital haemorrhage ('bleeding') in a 44-year-old female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable mood and uterine cramps. Abnormal vaginal d/c or bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding, post-traumatic stress disorder and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems mental anguish."), 6 days after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown, the pelvic pain and menorrhagia had resolved and the genital haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: in current fu currently planning for essure removal- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded). Left tube was not occluded. Diagnostic results: hysterosalpingogram: showed abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left...this appears to be slightly more prominent than on the prior exam. The left tubal blocking device is situated slightly medial compared to the right, which is evidence that the device migrated from its initial placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of the event changed from unknown to recovered resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migrated from its initial placement/migration of essure device') and genital haemorrhage ('bleeding') in a 44-year-old female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable mood and uterine cramps. Abnormal vaginal d/c or bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding, post-traumatic stress disorder and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems mental anguish."), 6 days after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown, the pelvic pain and menorrhagia had resolved and the genital haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: in current fu currently planning for essure removal- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded). Left tube was not occluded. Diagnostic results: hysterosalpingogram: showed abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left...this appears to be slightly more prominent than on the prior exam. The left tubal blocking device is situated slightly medial compared to the right, which is evidence that the device migrated from its initial placement. Batch no b76537 production date 2013-10-09 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrated from its initial placement") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: leakage in the tubal blocking devices on the left. Hysterosalpingogram: showed abnormal passage of contrast beyond the left tubal blocking device with some free spill on the left...this appears to be slightly more prominent than on the prior exam. The left tubal blocking device is situated slightly medial compared to the right, which is evidence that the device migrated from its initial placement. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.